Event description:
It was reported that the implat failed to integrate. However, the provider believes that the patient caused the implant to loosen by touching it when instructed not to. There is no complaint against the device.

Manufacturer narrative:
Correction: section b5: updated to reflect the change in reportability. The provider believes that the patient caused the implant to loosen by touching it when instructed not to. There is no complaint against the device.

Manufacturer narrative:
The suspect device was received, the evaluation is anticipated, however no yet begun. Once the investigation is complete a follow-up report will be submitted. Weight was asked, but unknown.

Event description:
It was reported that the patient had 5 implants placed and failed after the clinical procedure. It was reported that the patient may have contributed to the failure due to touching them with their hands and tongue. This caused the implants to become loose, and were extracted. Please reference reports 3011649314-2017-00048(b), -00049(c),-00050(d), -00051(e) for the additional devices.